Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for ventricular tachycardia (vt) that was suspected atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. It was further reported that the right ventricular (rv) lead had an abrupt change in capture threshold and had low r waves. In addition, rv lead undersensing was noted post shock. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.